Event description:
It has been reported to co that the guiding catheter kinked during the procedure while attempting to remove the kinked guide catheter a dissection of the pt's vessel was noticed. The guiding catheter inserted into the pt and during the procedure the tip of the guiding catheter became defective. The physician attempted to pull back on the guide catheter and the guiding catheter kinked. This kink in the guide catheter caused difficulty in the guide catheter being removed. The physician attempted to remove the guiding catheter and had to perform unusual movements that resulted the dissection of the illiac and right femoral arteries. The pt was due for an upcoming right inferior limb ischemia an emergency surgical procedure was needed.